Event description:
(B)(4). It was reported that myocardial infarction (mi) and patient death occurred. On (B)(6) 2012, subject presented due to unstable angina and was referred for cardiac catheterization. Index procedure was performed, the lesion #1 was a de-novo lesion located in the 1st obtuse marginal (om) with 85 % stenosis and was 20 mm long with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 mm x 20 mm ion stent. Following post-dilation, the residual stenosis was 0%. One day post procedure, the subject was discharged on aspirin and ticagrelor. On (B)(6) 2014, an event of mi secondary to arteriosclerotic heart disease occurred and it was observed that the subject did not experience ischemic symptoms. The patient died on the same day. The primary cause of death is myocardial infarction and the secondary cause of death is arteriosclerotic heart disease. Additionally chronic obstructive pulmonary disease (copd) and myxedema are significant condition contributing to death.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)